Event description:
During a knee surgery, an issue arose with a new, unopened radiofrequency hook device. When the pedal of the vapr 3.5mm hook 1-piece electrode -ea was pressed inside the joint using an aqueous medium, it failed to activate. The console was restarted and reconnected, but the error persisted. The surgeon attempted to use the hook device more than three times, but it did not work. Therefore, another device was used and the surgeon continued the surgical procedure without further incident. The faulty device was removed and the procedure was extended by approximately 10 minutes due to this issue. A tripolar radiofrequency tip was used to replace the reported medical device. This change occurred without causing harm to the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.